Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code , medical device ¿ problem code), h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the touchscreen assembly (0160-00-0123). The fse also replaced the lower display bezel (0380-00-0560) after damaging it when removing the touchscreen. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by the customer that prior to use the cardiosave intra-aortic balloon pump (iabp) had an unresponsive touchscreen. There were no patient involvement and no patient harm or injury was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.